Event description:
There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the door alignment mechanism was realigned to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, while in a spinal fusion, the imaging system displayed that the gantry door was open though the door was noted to be closed. The surgeon opted to complete the procedure without the use of the imaging system. The surgeon opted to complete the procedure with a second medtronic imaging system. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: patient ID, age and gender provided. Medtronic received information that the issue occurred in a posterior transforaminal lumbar interbody fusion (ptlif).